Event description:
It was reported in a printed literature article that an angio-seal was deployed in the right common femoral arteriotomy (rcfa) post percutaneous transluminal angioplasty and artery stenting. Hemostasis was achieved upon completion of the angio-seal deployment. During the week after the percutaneous procedure, the patient experienced claudication symptoms. Duplex revealed a near occlusion in the rcfa. Upon exploration, a dense fibrosis at the anterior wall of the rcfa was present. After an arteriotomy was performed, cauliflower-like calcifications were found intraluminally. At the level of the origin of the superficial femoral artery, the angio-seal anchor was found trapped in calcification which occluded the residual lumen. The implant, explant and event date are unknown. The angio-seal deployer is unknown. Afterwards, the patient's symptoms disappeared and the ankle brachial index normalized.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-sal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being position incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.